Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two (2) locking screws started to come loose approximately two (2) months post-operative. The original procedure occurred on (B)(6), 2015 for a proximal humeral fracture. A review of the postoperative x-rays confirms loosening. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Patient identifier, gender, and date of birth are unknown. Date of postoperative screw loosening is unknown. It is unknown if a revision/explant surgery has taken place. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: june 11, 2014 - expiry date: june 1, 2024. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.